Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to try different outlets and adapters, but the issue persisted, so technical support arranged to replace the pump. The customer was instructed on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.